Event description:
Olympus was informed that the subject stent was placed into the patient in (B)(6) 2010. After 5 years, the patient developed peritonitis. The examination found that the stent broke. One got lodged in the stricture of small intestine and it caused peritonitis. The other migrated into the gall bladder. The doctor performed open surgery to remove the lodged stent from the stricture of small intestine. The patient has already discharged from the hospital. However, he will receive surgery again in june to remove the remaining stent from the gall bladder.

Manufacturer narrative:
The subject product was not returned to olympus for investigation. The exact cause of the user's experience could not be conclusively determined. As the subject lot was unknown, checking of the manufacturing record of the every lot for one year from the month when the stent was placed (from (B)(6) 2009 to (B)(6) 2010), nothing abnormal is detected. This report is being submitted as a medical device report in an abundance of caution.